Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse performed battery run test and the device did not pass. To fix the issue, the fse replaced the batteries. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. (B)(6).

Event description:
During a visit to the facility by the getinge cardiac assist account manager (caam), it was found that the cs300 intra-aortic balloon pump (iabp) was not properly holding charge. The iabp shut down numerous times when it was not plugged in and the battery icon on the screen showed no reserve whatsoever. After plugging it in for approximately two hours, the battery then showed almost fully charged (when unplugging it while it was on), and then the battery indicator slowly started to show a depleted battery again. The nurses on the unit advised that the iabp had been plugged in prior to the caam¿s arrival. However, the caam did not check the outlet that the iabp had been plugged into prior to her arrival to confirm if it was working, but the outlet that the iabp was plugged into while she was onsite was working. The caam stated that if the battery was fully discharged, it would not be expected for the battery icon to look like it was after being charged for two hours. There was no patient involvement and no adverse event was reported.